Manufacturer narrative:
Findings: unit passed the displacement test, self-test, off no power test, unexpected restart error test, rewind and basic occlusion test. Unit was unable to prime during prime test due to moisture damage on the force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. No motor error alarms noted during testing. The motor was tested outside of the device and passed. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot, cracked display window, cracked case and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 23.9mmol/l. Customer noticed small crack on upper right of lcd screen. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not report motor position encoder error alarm. Customer was able to rewind pump. Customer received 2 motor errors in 30 days. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.